Event description:
It was reported that a pt underwent a sling procedure in 2005. A one-centimeter erosion of the device was diagnosed in 2006. A re-operation was performed in 2007 to partially explant the device.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.